Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 300 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Failure analysis states that insulin pump was received with intermittent button response and button error. Alarm was due to moisture damage on keypad traces. No frozen display noted. Pump was received with a scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.